Event description:
It was reported that this device exhibited a red, call doctor icon due to high, out of range pacing impedance measurements from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic maneuvers to exclude rv lead impairment. The patient was subsequently seen in-clinic where provocative maneuvers were performed, but the rv impedance was in rage and stable. The physician elected to continue with remote monitoring. At this time, the system remains implanted and in service. The patient was stable with no additional adverse consequences reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited a red, call doctor icon due to high, out of range pacing impedance measurements from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic maneuvers to exclude rv lead impairment. At this time, the system remains implanted and in service. Additional information was requested regarding the event resolution, but has not yet been received. The patient was stable with no additional adverse consequences reported.